Event description:
Reportedly, on (B)(6) 2025, the smart spot has orange light when plugged in and does not progress to a green light.

Manufacturer narrative:
Analysis of the returned subject device show another behavior that the one reported. When the device is put on, there are three green leds and the pit button is red. This corresponds to an impossibility to connect to network. The orange light behavior could not be reproduced. Review of the event log did not permit to establish the main origin of the reported event. The main hypothesis is that a hardware issue or a network issue occurred. This case is retained and utilized for trend purposes.